Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2010 due to pain, loosening and high cocr levels. No x-rays were received for evaluation. Visual examination: during the visual examination the durom acetabular component presented moderate amount of ingrowth on the porous side. Two light scratches across the side of the durom acetabular component. Consistent with tool marks while trying to extract the cup from the bone during revision corrosion presented in the junction between the head adaptor and the neck of the femoral component. The patient did have elevated co levels the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup in her right hip. It was reported by patient (or patient's counsel) that the patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2010 due to pain and proximal metal on metal reaction.